Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred to surgeon for possible lead replacement. The patient recently underwent generator replacement on (B)(6) 2014. Device diagnostics at the time of surgery were reported to be within normal limits (1864 ohms). Surgery is planned, but has not occurred to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the vns patient underwent surgery on (B)(6) 2014. A new generator was opened as a hex screwdriver was needed to loosen the setscrew. The lead pin was reinserted into the generator header and the high impedance condition resolved. The surgeon elected to implant the new generator as the device packaging had been already opened for the hex screwdriver. The replacement generator was tested with the existing lead and system diagnostic results showed lead impedance within normal limits (impedance value ¿ 1992).